Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 1cc bd syringe marked for calciparine from lot#: 6340823. Customer states that plastic particles stick on the needle. The returned syringe was examined and exhibited material on the cannula. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely a combination of polycarbonate and abs polymer. A review of the device history record was completed for batch#: 6340823. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200679411, 200679230, 200679230] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on (B)(6) 2019, holdrege reviewed photos of 1.0ml, 27g, 1/2in syringe from lot#: 6340823. Visual inspection of the photo found white colored fm on the cannula at the beveled section on the tip. Ftir analysis confirmed polycarbonate plastic. Review of quality notifications found no issue related to this complaint. The cannula is inserted into the barrel tip and adhesive applied to hold the cannula in the barrel tip. The subassembly is then put through the point inspect lube shield machine where it is inspected, lube applied to cannula, and the shield is assembled to the barrel/cannula subassembly and detects for missing shield. Unable to determine the root cause of the plastic on the cannula tip. CAPA: pr226773 open after the date of manufacture for lot#: 6340823 created standard work instructions to monitor adhesive and cannulation process to prevent stringers and fm." H3 other text.

Event description:
It was reported that foreign matter was found during use with a syringe heparin 27gax1/2 1ml. The following information was provided by the initial reporter. "Plastic parts stick on the needle, blocking the injection. Medicine not given to the patient. One product affected."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found during use with a syringe heparin 27gax1/2 1ml. The following information was provided by the initial reporter, "plastic parts stick on the needle, blocking the injection. Medicine not given to the patient. One product affected."